Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain, popping sound and length discrepancy involving a uhr bipolar 28x48mm was reported. The pain was confirmed. The popping sound and length discrepancy was not confirmed. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿there is no evidence that this patient¿s chronic pain primarily relating to her spinal disorders is related to factors of faulty prosthetic design, manufacturing, or materials of her right hip endoprosthesis. Her right hip appears stable on x-ray through (B)(6) 2013. There are no documented increased symptoms related to her right hip noted.¿ -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the clinical consultant¿s medical review indicated this patient¿s chronic pain primarily relates to her spinal disorders and there is no indication that this clinical presentation is related to factors of faulty prosthetic design, manufacturing, or materials. Also, there are no documented symptoms of the additional complaints noted in the reported event. The following other devices were also listed in this report: secur-fit max 132 hip stem #9; cat# 6051-0935s; lot# mjl5e9. C-taper cocr lfit head 28mm/-3; cat# 06-2898; lot# mjkd70. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported patient hears popping sound, cracks and has pain in groin and buttock area. Patient said she falls at least twice a month without the use of her wheel chair. She also has a length discrepancy.

Event description:
It was reported patient hears popping sound, cracks and has pain in groin and buttock area. Patient said she falls at least twice a month without the use of her wheel chair. She also has a length discrepancy.